Event description:
It was reported that the device illuminated the wrench icon. Physio-control evaluated the device and found that it had a blank display. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the reported event to be an ic chip, designator u23, on the digital pcb assembly. A replacement device was provided to the customer.